Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 3. The baxter technical service representative (tsr) had the home patient (hp) end therapy on the hc and advised the hp to start over with new supplies or manuals. The tsr advised the hp to let the registered nurse (rn) know of the possible exposure to unsterile air. The hp ended therapy for that night and would call the rn in the morning. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were no patient extension lines being used and no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012. She just ended therapy the night of the alarm. She completed therapy the next day with new supplies and no issues. She did not notice anything unusual with any of the previous supplies. She did not have a sample or a lot number available. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.